Event description:
Dr reported that an abutment broke in function. Pt is reportedly fine.

Manufacturer narrative:
Co found the 0629 cuff to actually be a 0621 fixed abutment. No observable defects could be found with the component itself. Measurements taken met design requirements. A review of the lot history of the subject product was not completed because the lot number was unavailable from the dr's office.